Event description:
The sales rep reported that the head nurse reported that during a surgical procedure while the surgeon was extracting a t2 nail the rod broke off inside the nail. The operator was unable to remove the nail from the pt and left the broken pieces inside the pt. The pt will be re-hospitalized.

Manufacturer narrative:
Device was not returned. Once the investigation has been completed any add'l info will be reported in a supplemental report.